Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator interface board and power supply were reseated during the service call. The system was tested and fond to be working as intended and put back into service.